Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline¿s transducer allowed air to enter the lines during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a trans-membrane pressure (tmp) alarm. The patient¿s blood was completely returned following the issue. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.